Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that they are having high blood glucose and they don't think they are getting the correct amount of insulin. They could not get a decent blood glucose reading. The customer stated that they had a mammogram and they were wearing the insulin pump during the procedure. The customer's blood glucose at the time of the phone call was 125 mg/dl. They stated that they think it's the insulin pump causing their problems and they would like another insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.